Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedances on the right ventricular (rv) lead. The values recently became out of range at greater than 125 ohms. At this time, the rv lead and ICD remain in service. No adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the shock impedance measurements continued to increase and reached 150 ohms or greater. Subsequently defibrillation threshold (dft) testing was performed. During shock delivery a code indicating an open circuit condition displayed. Boston scientific technical services (ts) advised that a revision procedure would need to be performed to ensure integrity of the system. Ts recommended that both the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead would need to be replaced during the procedure. The patient passed screening for a subcutaneous implantable cardioverter defibrillator (s-ICD). The plan is to replace the system in the near future. At this time the evidence suggests the ICD and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements of greater than 125 ohms. The patient received a shock which was unable to convert the arrythmia, thus a revision procedure was performed where the device and lead were explanted. A new ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.